Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Customer's current blood glucose is 238 mg/dl. Customer had symptoms such as stress. Customer was hospitalized for high blood glucose. Customer was treated with IV. Customer was wearing insulin pump at the time of hospitalization. Customer declined to troubleshoot for high readings. The insulin pump was not returned for analysis.